Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator failed to deliver shock due to incorrect interpretation of signal. Programming changes were recommended but not yet implemented.